Manufacturer narrative:
H6. Investigation summary: photo received for investigation. Upon visual evaluation, it is possible to see four collective boxes wrapped in heat-shrink film, one of the four boxes does not have a label, therefore the incident is confirmed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is human error, it likely generated during the packaging process due to operators not placing and verifying the identification label.

Event description:
It was reported while using bd syringe 3ml ll syringe only mx bun there was missing label information. There was no report of patient impact. The following information was provided by the initial reporter: mod.003. -8 boxes with 100 pieces each arrive without an identification label, are rejected.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd syringe 3ml ll syringe only mx bun there was missing label information. There was no report of patient impact. The following information was provided by the initial reporter: mod.003 -8 boxes with 100 pieces each arrive without an identification label, are rejected.